Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular (lv) lead had dislodged. The lv lead was discarded. The patient was in stable condition throughout the procedure.